Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The root cause is likely due to insufficient reprocessing, attributed to the user. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. Step 8 "inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A) inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function 1. Cover the spray valve hole with your finger. 2. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers follow up response. The cleaning sterilization and disinfection (cds) processes performed at the user facility obtained via follow-up were noted below: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted â¿¿unknownâ¿¿ as to when the foreign matter adhered on the device. â¿¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted â¿¿unknownâ¿¿. Information regarding precleaning and other cds information were not provided. No further information regarding the issue reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported device had an issue with poor air and water supply. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling, insufficient cleaning issue) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object noted to be attributed to insufficient cleaning (handling problems). Due to clogging, the air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Bending tube is deformed. Adhesive on a-rubber (adhesive connection) has a chip. Bending section adhesive has a crack. Adhesive on a-rubber has scratch. C-cover has a scratch. Connecting tube has a scratch. Objective lens has a scratch. Sc cover unit has a scratch. S-connector has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.